Manufacturer narrative:
The alleged complaint was confirmed. The evaluation revealed the applier was received with the tips not closing completely. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur.

Event description:
The facility alleges the appliers do not close the clips. It is unk when this condition occurred or if medical intervention was necessary. No add'l info is available at this time.